Manufacturer narrative:
(B)(4). Batch #: unknown. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with six gst60b reloads present. The reload (b) was received fully fired and with damage on reload deck. The reloads (c, d, e, f, and g) were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife and the reload is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a laparoscopic gastric bypass the surgeon stapled with the plee60a using a blue reload and buttrussing. On the third firing on the pouch a hematoma developed. It was bleeding intra gastric pouch and was not on the staples line. Then on the fourth firing, it fired but it bunched the staples toward the distal end of the stapler. Surgeon opened another gst60b along with another ech60r to complete the transection. The pouch was completed with a fifth fire. A drain was placed and the procedure was completed with no patient consequences.